Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for analysis. Confirmed the reported problem of hard drive issues, image database intermittent issues. Bench tested the mobile viewing station (mvs) computer. The virus scan successful, however patient data removal could not be done due to an error has occurred that may have damaged the systems data base. While attempting to reload software, the mobile viewing station (mvs) continued to go into error condition partitioning. It was noted the amber light blinks for d2, defective drive. The hard drive malfunctioned. A full imaging system check-out was completed following repairs and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when attempting to take a 3d hd spin they received a frame rate error. The imaging system was unresponsive following a reboot. The procedure was completed successfully with a c-arm with no delay to the case. The patient was not affected.